Manufacturer narrative:
Correction: section h1: serious injury select has been. Malfunction was selected in error on the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated and there were no nonconformities identified. Returned sample(s)/device inspected. Results: the returned implant was visually inspected and verified to be an inclusive mini implant with o-ball 2.5mmd x 13mml implant. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the practitioner that the mini implant failed to integrate. The patient was reported to have an infection and pain. However, he was stated to be doing "fine" with no reported adverse events. No abnormalities were noted with the implant itself. Also, the doctor did not administer any antibiotics to address the infection. The complaint part is yet to be returned for evaluation and investigation. However, failure to osseointegrate is a well known inherent risk of the implant procedure. A follow up report will be provided upon completion of the investigation.

Event description:
It was reported that a mini implant was placed at tooth#30 on (B)(6) 2017. The patient returned to the doctor on (B)(6) 2017 complaining of pain. The doctor observed that there was an infection at the site and that the implant had failed to osseointegrate. The implant was explanted on (B)(6) 2017 and the pain was reported to have disappeared. The patient is stated to have type 1 bone quality, diabetes,and high blood pressure. No abnormalities were observed with the implant itself. It was stated the doctor did not administer any antibiotics to address the infection and it is stated to have disappeared by itself after a few days. No harm was stated to be caused to the patient and the patient is currently stated to be doing " fine ". The implant was removed due it not integrating.